Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #:6029921, expiration date:06/30/2017, manufacture date:01/29/2016. Medical device lot #: 5336845, expiration date: 04/30/2017, manufacture date: 12/02/2015." Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes gave a viscous consistency which interfered with testing. No serious injury or medical intervention was reported.